Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarm or blank display was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump restarted when a new battery was inserted. The customer stated a blank display occurred after and the insulin pump would not turn back on. The customer's blood glucose was 12.7 mmol/l. Customer stated the insulin pump was not dropped or bumped. The customer agreed to return the insulin pump for analysis.